Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd ( manufacturer ) is submitting the report on technologies llc ( importer behalf of heartsine) h3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Low battery.

Manufacturer narrative:
Exemption number e2015058. The device history records for the returned sam 300p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 300p from (B)(4) on (B)(6) 2013. On receipt of the device the history and memory logs were downloaded. The history log showed the pad-pak was first installed successfully on the (B)(6) 2013 and that it had performed to specification up to the (B)(6) 2016. The returned pad-pak was disassembled to investigate with one cell measuring significantly lower than expected. Upon disassemble for further investigation cell three appeared to have electrolyte around the top edges.